Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; and disassembling, inspecting and cleaning the kit and tubing. Following troubleshooting, the breast pump still had low suction and the customer's pump was replaced. In follow up with the customer by complaint handling, the customer indicated on (B)(6) 2017 that she was being treated for mastitis and was prescribed an antibiotic. Her status improved with the replacement pump, which she indicated was working well and emptying her breasts. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged via email that she lost suction on her pump in style breast pump, even after following instructions on the website. She replaced all of the pump parts, without any change in the amount of suction. On (B)(6) 2017, the customer called, reiterating that she performed troubleshooting and replaced all of her piece parts and still had low suction. She stated that the breast pump was not emptying her breasts and she was engorged.